Manufacturer narrative:
While there was no direct, or indirect, user harm reported for this event; it is being reported due to the potential for harm if the event were to reoccur. The instrument experienced a similar failure mode related to reportable complaint with injury, reference number MDR 3003423869-2023-00084, mhra 2023/006/021/601/051, agilent (B)(6). Therefore, this report is being filed as part of agilent's commitment to due diligence reporting. Agilent technologies initiated a recall april 2024 with the scope of notifying all coverstainer customers of the following issue: the lower door that opens to the reagent bottles is cracking and/or breaking off in the upper corner of the plexiglass; recall event ID: 94439. CAPA: 01211 has addressed the issue and the investigation has been completed. Agilent technologies has determined the root cause as such; the lower door support bracket, which connects the hinges to the lower door, is only attached to the plexiglass and not to the metal frame which is the main support structure of the lower door. The weight of the plexiglass door is in turn cracking/breaking at this joint. Customers have been notified of this issue via a customer letter. Agilent technologies worked with the manufacturer to re-design the support bracket for the lower door hinges, so the weight of the lower door assembly is not supported by the plexiglass, but by the metal frame of the lower door. This new bracket was installed during this visit.

Event description:
The italy customer reported that the lower door of the coverstainer cracked. The provided picture shows that the top corner of the door has developed a crack confirming customer's issue. Field service engineer serviced the instrument and replaced the lower door and shock absorbers. The instrument is fully operational and ready for use. The customer was able to complete staining.